Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/22/2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch meter's display was damaged. The pt reported that the display was black. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began a couple of weeks prior to contacting lfs after she accidently stepped on the subject meter. The pt stated that she manages her diabetes by taking both lantus and novolog insulin (based on a sliding scale). As a result of the issue, the pt claimed she was unable to test her blood glucose; however, it is not known if the pt made any changes to her diabetes regiment. On an unspecified date/time, after the alleged issue began, the pt claimed she developed both low and high glucose symptoms. The pt reported that for the past 3 straight days (dates unk) she had "bad low's and almost went into a diabetic coma." The pt denied receiving medical attention. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed "low and high" symptoms after the alleged meter issue began.